Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock in the alternate vector due to p-wave, r-wave and t-wave oversensing. The subcutaneous electrocardiogram (secg) showed very small signals and smart pass was disabled at the time. The measured shock impedance of the s-ICD was less than 30 ohms. X-ray imaging was performed and s-ICD system placement looked good. It was later confirmed that the s-ICD system exhibited low, out-of-range shock impedance measurements of less than 25 ohms. The s-ICD system remains in service. No adverse patient effects were reported.